Event description:
It was reported that the instrument could not be opened. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that the investigation of the submitted hand tool has shown that the anodized surface is totally corroded. The reason for this damage points clearly to the use of wrong cleansing or disinfecting agents (observe the cleansing agent manufacturers instructions). Anodized aluminum must never come in contact with any cleansing or disinfecting agents containing iodine or other metallic salt such as mercury or which are heavily "alkalisch". The surface will be destroyed if such agents are used. Please see the check list, notes for maintenance and care of instruments,(se 023827 ae). The screwdrivers inserting coupling could be jammed due to wrong dressing. No product error could be found.